Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that both the elecsys anti-hcv ii assay and the elecsys anti-hcv ii v2 assay were performing within specifications. Calibration and quality control data were confirmed to be within expected ranges, and no pre-analytical issues were identified. Additional testing of the sample using the elecsys hcv duo assay and a competitor assay on the abbott alinity platform produced negative results. Based on these findings, the initial reactive result from the elecsys anti-hcv ii assay was determined to be a false reactive result, which is consistent with the assay's claimed specificity as outlined in the method sheet. The reactive result was not retested in duplicate or confirmed as positive through confirmation analysis, as recommended in the method sheet. The investigation concluded that the negative result obtained with the elecsys anti-hcv ii v2 assay is correct and aligns with the results from the additional testing performed.

Event description:
The initial reporter alleged a discrepant result for one sample tested with the elecsys anti-hcv ii assay and the biotin-optimized version of the assay, elecsys anti-hcv ii v2, on the cobas 6000 e601 module. The elecsys anti-hcv ii assay generated a result of 2.75 coi (reactive), while the elecsys anti-hcv ii v2 assay generated a result of 0.155 coi (non-reactive). Additional testing of the same sample was performed using the elecsys hcv duo assay and a competitor assay on the abbott alinity platform. Both assays produced negative results.